Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
In the bone & joint journal vol 100-b no. 8, "the exeter v40 cemented femoral component at a minimum 10 year follow-up: the first 540 cases," it was reported that 10 stems were "exchanged using the cement-in-cement technique to enable access during acetabular revision". The shells of 3 manufacturers (including stryker and competitors) were part of the study. The article does not provide any details as to which manufacturer(s) the shells belong to, or why they were being revised.